Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed broken lower front corner of top of case. Cracked right case by upper screw hole. Bottom case cracked at left bracket mounting surface. Battery depleted. Customer?s reported issue was duplicated during power-up. The root cause of the reported issues was determined to have been caused a failed battery. Actions taken to mitigate the reported issue: replaced the battery.

Event description:
It was reported that battery issues occurred. No patient injury reported.